Event description:
The manufacturer's representative reported the patient had a pump replacement in 2006 due to manufacturer's recall even though "pump was working well and patient was doing good". The patient was reported to be very fragile and 24 hours after replacement, developed itching and tingling in her arms and neck (she cannot feel lower than this due to spinal cord injury). The manufacturer's representative did not note any treatment done at this time. Two days after the pump replacement, the patient was in the ER with a fever up to 102, spasms, and increased spasticity and no signs of infection. The patient was programmed to receive a 75 mcg bolus and an hour later, another one, with no effect. The patient stated she felt better, but continued to have severe spasms and the fever continued to spike. That evening a rotor study was done and reported as normal. A catheter dye study revealed "dye leaking out a pump connection site". The catheter was replaced 3 days later. The hcp had a very difficult time accessing the it space. The patient was then in the intensive care unit for 3 days and is currently in intermediate care. She is recovering well now, although the manufacturer's representative did state that she currently has a urinary tract infection which is unrelated to the device. The patient's pump contained lioresal 2000 mcg/ml at a daily dose of 735 mcg/day for the entire length of the events and currently.